Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx pro closure device was implanted. The patient was placed on a half dose of direct anticoagulant (doac) medication regimen for 2 weeks after the index procedure, and the anticoagulation therapy was discontinued thereafter. 42 days post index procedure at the routine follow up, transesophageal echocardiogram (tee) imaging revealed a small device related thrombus (drt) on the surface of the closure device. The physicians resumed the anticoagulation medication regimens in response to the drt, and the patient was sent home with the plan to observe. No further interventions or patient complications were reported.